Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device self discharged. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the report and correcting information submitted on the initial medwatch report. Evaluation:the device was not returned to zoll medical corporation. Instead, the device logs were provided. Review of the logs did not show any evidence of a device malfunction or critical errors based on the customer's report. Review of the log showed an artifact induced signal which ultimately led to the shock advised result. Evidence in the log suggests the user initiated an analysis on a conscious patient and pressed the shock button when the device advised shock. The AED plus device is designed to be used on a suspected cardiac arrest victim that has a lack of circulation indicated by unconsciousness, absence of normal breathing, and absence of a pulse. This report has been attributed to device used outside it's intended use. The device shocking on it's own is unsubstantiated.analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device self discharged and issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. The patient was consciousness. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any patient involvement in the reported malfunction.